Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, periodontal disease, inadequate bone quality/quantity, pain, mobility. Limited bone quantity buccolingually. Even with grafting, two wall bony defect.